Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient complained of subjective fever, chills, and malaise. The patient presented to the emergency room and a preliminary work up showed blood and deep wound cultures both positive for gram negative rods. The patient had an infection of the driveline and sepsis. The patient was on suppressive antibiotics. No further information was provided.

Manufacturer narrative:
Event or problem: additional information.

Event description:
Additional information: on (B)(6) 2017, it was reported that the patient has an ongoing driveline infection. The patient was last discharged on (B)(6) 2017. Complained of ongoing fatigue and dyspnea on exertion which has worsened. Noted a few days of chills/sweats and abdominal pain with nausea and loose stools. Febrile to 101.7. Started on vanco and zosyn prophylactically. Evidence of leukocytosis.

Event description:
It was reported that on (B)(6) 2017, vegetation was noted to the ICD lead. A scheduled replacement/removal of the ICD did not occur. There was a preliminary schedule for a pump exchange due to suspected seeding of the device; however, the pump exchange did not occur.

Manufacturer narrative:
The device was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a fever on (B)(6) 2017. On (B)(6) 2017, cultures were reported as positive and the patient was admitted to the hospital. The patient felt feverish and short of breath at rest. No chest pain, cough, runny nose, abdominal pain, constipation, diarrhea, or bleeding noted.